Event description:
During surgery, the anesthesiologist found that there was a sudden, complete loss of ventilation while using a new aisys anesthesia machine. The ventilation mode was immediately switched to bag - manual-mode, but the patient could not be ventilated because there was no pressure in the airway circuit. The source of the loss of pressure could not be determined; flushing the circuit with o2 and occluding the y-piece failed to produce pressurization. Failure to ventilate caused severe hypoxemia -spo2<70% - in this pt with a severe burn injury. The anesthesiologist quickly restored ventilation and oxygenation via an ambu bag with 100% oxygen. The defect in ventilation and pressurization of the airway could not be immediately determined; the aisys -ge medical- anesthesia machine was removed and replaced with another anesthesia machine. Later, was found that the flow sensor module became dislodged from its insertion position during the case when traction was applied to the airway breathing circuit. This is a design defect because it permits catastrophic machine failure.